Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, bd conducted visual inspections on retained samples from two different lots. For lot 4236791, a total of 30 retained samples were inspected and all passed testing with properly aligned and legible laser prints. Similarly, for lot 3193686, another 30 retained samples were inspected and all also passed testing with properly aligned and legible laser prints. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 3193686 and 4236791, for the indicated failure mode: defective marking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® multiple sample luer adapter, the expiration date and batch number were illegible on an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® multiple sample luer adapter, the expiration date and batch number were illegible on an unspecified number of devices. No adverse impact was reported regarding the patient or user.